Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer reported via FDA (B)(4) that she had essure inserted and that since that time she has had horrible bleeding, clotting, and severe pain. Reportedly, she "had no other option except hysterectomy".